Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, it was reported that the device was difficult or unable to release from the catheter. The procedure was completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b1 (adverse event/product problem) and d4 (model number) have been corrected. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, it was reported that the device was difficult or unable to release from the catheter. The procedure was completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.